Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief, discomfort at the implant site, urinary incontinence, nerve pain, increasing functional impairment, undesired and shocking sensations. Lead migration was also noted. Multiple program optimization was attempted and was not successful. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained.